Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.628.105. Lot: 8060884. Manufacturing site: hägendorf. Release to warehouse date: september 10, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: moderate normal wear and tear. Functional test: a functional test was performed. The device worked as intended. All clamps could be attached to the holder and had a strong fit to the instrument. The removal of the clamp holder from the clamp with release key was performed as well and no issues were detected. Document/specification review: the article has passed the function test, no issue could be confirmed, and therefore no document/specification review is needed. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Summary: the returned device shows moderate normal wear and tear. The complaint cannot be confirmed since the functional test could be performed without any problems and the device worked as intended. Based on the results of the visual investigation and the functional test, no action and no further evaluation is required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, no fixation of the mis fracture clamps was possible. Loosening of the clamps after insertion into the situ was attempted. No patient harm nor extension of the surgery time. No further information about the patient available. Finished procedure with same like product. This report is for one (1) clampholder this is report 1 of 1 for (B)(4).